Event description:
Patient revised to address dislocation. The metal liner was not properly seated in the acetabular cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.